Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor was damaged. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. Customer also reported that they having a cannot find sensor signal alert while warming-up. The sensor will not be returned for analysis.